Event description:
It was reported that the "pump was not correctly reading drug remaining vs. Actual drug removed during refills". The pump contained morphine 5 mg/ml and baclofen 80 mcg/ml; no symptoms were reported. The pump was explanted and replaced. The patient recovered without sequela; no injury reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.